Manufacturer narrative:
(B)(4). Evaluation is in process and the results will be submitted in a follow-up report

Manufacturer narrative:
The instrument was inspected by an abbott service which found that the pressure monitor leaked onto a cable connection, causing the pressure sensor cable to smoke. A search of the service history for the instrument found no other tickets related to the complaint under investigation. No adverse or non-statistical trends for the pressure sensor cable were identified. The architect c4000 system service and support manual has adequate information for troubleshooting, removal, and replacement of the pressure sensor cable. Based upon the data available and the results of this evaluation, no product deficiency was identified related to the malfunction reported by the customer.

Event description:
The customer got several errors generated by the architect analyzer before observing smoke coming out from the back of the analyzer. The customer powered off the analyzer and believed the pressure monitor leaked onto cable connection and caused the visible smoke. No injuries were reported and no impact to patient management or user safety was reported.